Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in the off mode during a routine follow-up test. It's suspected that the device was accidently turned off by one of the clinic nurses two weeks prior. The device was reprogrammed to the 'monitor + therapy' mode and no further problems have been reported.